Manufacturer narrative:
Investigation summary: three photos were received from the customer for investigation. One photo shows a 20ml syringe on a computer laptop. There appears to possibly be a piece of dark foreign matter (fm) in the syringe barrel behind the circular braces on the plunger rod. The second photo shows the syringe rotated 180°. This photo shows the piece of dark foreign matter (fm) in the syringe barrel behind the circular braces on the plunger rod. The third photo shows a magnified view of the dark foreign matter in the syringe barrel. It appears to be an insect as the foreign matter is oval in shape and appears to have antenna on one end of the foreign matter and legs coming out of the bottom. Therefore, it is likely an insect. Based on the location of the insect in the syringe barrel behind the plunger it appears that the insect was introduced after the plunger had been assembled and inserted into the syringe barrel. As this product has seen additional handling and processing where the insect was introduced cannot be determined. The bd columbus plant is sprayed for pest control monthly and bug lights are setup throughout the plant. Manufacturing areas are closed to the outside to mitigate exposure to insects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the syringe 20ml ll bns experienced foreign matter contamination prior to use. The following information was provided by the initial reporter: material no: 301031, batch no: 9182271. Event description -the reason of this notification is to inform you about a quality defect found in part number 301031 (lot: 9182271) which was found with an insect inside the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll bns experienced foreign matter contamination prior to use. The following information was provided by the initial reporter: material no: 301031 batch no: 9182271. Event description -the reason of this notification is to inform you about a quality defect found in part number 301031 (lot: 9182271) which was found with an insect inside the syringe.